Event description:
During follow-up, increased capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed a cardiac perforation. The event was resolved by explanting and replacing the rv lead. No further intervention was required to repair the cardiac perforation. The patient was in stable condition following the procedure.